Event description:
During a proximal olecranon bone orif procedure, as the surgeon was drilling the hole for the variable angle screw, the drill bit hit another screw and the drill bit broke into 2 pieces. One of the broken pieces remains in the patient. The surgeon completed the procedure without further incident and no adverse effect to the patient was noted.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.